Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 4.5 months after the immediate dental implant was placed in the mouth, the implant did not integrate in type ii bone. Clinician noted the patient's poor bone quality/quantity and grafted the site. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Event description:
The clinician reported that 4.5 months after the immediate dental implant was placed in the mouth, the implant did not integrate in type ii bone. Clinician noted the patient's poor bone quality/quantity and grafted the site. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015.